Event description:
It was reported that the bottom display and buttons of the external pulse generator do not work at all. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is out of electrical specification and corroded. Upper and lower cases and battery drawer are broken and contaminated. Ring cover, side bail covers, ring, side bails, and one case screw are missing. Keyboard is scratched. Serial number label is torn. Main printed circuit board, battery flex, lead flex cover, and board connector cables are corroded. Battery release is contaminated. Battery contacts are compressed and contaminated.